Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a false elective replacement indicator (eri) alert noted. The alert was cleared, and the patient was stable with no consequences.